Event description:
Reporting status: serious injury - permanent impairment. Reporting rationale: guide wire tip remains in patient. Device issue: guide wire separation. It was reported that during the procedure, a bmw guide wire was used successfully, a whisper es was then used; however, difficulty was noted when removing it from the patient. The guide wire separated and remained in the patient. No attempts were made to retrieve the guide wire. No additional event or patient information is available.